Event description:
Unomedical reference number (B)(4). Event occurred in the canada . It was reported that, the patient experienced issues with their infusion set, specifically that they came off. The tape on the set was not sticking, and the cause of this was unknown. The customer woke up and noticed that the sets had come off. No further information available.

Manufacturer narrative:
E1: (B)(6).